Manufacturer narrative:
Batch review performed on 16-aug-2024. Lot 125030: (B)(4) items manufactured and released on 28-feb-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed 11 years after the primary implatation of a tha. The reported reason for the revison was stem loosening and subsidence. The available x-ray images show signs of loosening and subsidence of the stem, along with bone resorption in the trochanteric region of the femur. Stem subsidence is a known complication after tha, well described in the literature. In this case, subsidence after such a long period is likely secondary to stem loosening. The exact cause of this type of complication often remains unknown. However, there is no reason to suspect a defective or malfunctioning device.

Event description:
At about 10 years and 9 months after primary, the patient has been revised because of stem subsidence and subsequent loosening. Stem and ball head revised successfully and replaced with s&n redapt stem and oxinum head.